Event description:
It was reported by service report that the fowler and CPR release was not working properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler actuator weldment box.